Manufacturer narrative:
Batch review performed on 13 july 2020: lot 1952362: (B)(4) items manufactured and released on 31-oct-2019. No anomalies found related to the problem. To date, no other similar events have been reported.

Event description:
After the femur broaching for amistem-p implantation, the surgeon discovered a femoral fracture in the x-ray from the distal lateral side to the medial part of the lesser trochanter. The surgeon fixed the fracture with the plate, the cable and the screw. The surgery was completed successfully.